Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted for undefined high impedance on the right ventricular (rv) lead. Polarity switch, short v-v intervals and lead fracture were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.